Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 receiver displayed question mark icons for several hours. Patient reported she lost consciousness because of a low blood sugar event. Patient's neighbor was able to help patient regain consciousness. No medical intervention was required. Patient attempted to send data for review but the data she sent is missing important information. Dexcom technical support tried to contact patient on (B)(6) 2014, but patient did not respond.